Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3058 urinary ipg, implanted: (B)(6) 2016; 3889-28 urinary lead, (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.